Event description:
It was reported a stator off message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the thermal sensor cable connector. System operates as intended. This MDR is related to ge healthcare complaint.